Event description:
Boston scientific received info that during a check of the acute pacemaker (1290) and right ventricular (rv) lead (4137), there was intermittent loss of capture (loc), high thresholds, low impedance measurements and poor sensing. The device was programmed to automatic capture and was in retry mode. A device issue was suspected; however, after additional testing it appeared that the lead had dislodged. The lead was revised (helix was extended) but there was still loc and poor sensing. The device was explanted and replaced. The new device (1291) was tested and there was capture so the pocket was closed. Then loc was observed again. The pocket was reopened and the rv lead was replaced with a new lead (4471). There was still loc. The physician determined that the issue was global exit block and left the new device and lead implanted for the time being.